Manufacturer narrative:
The reported event that during securing a hip implant cap into the hip plate, the tip of a «screwdriver bit t20, ao fitting» broke off and remained with the head of the screw inside the patient¿s bone, could be confirmed, based on the provided image documentation. Since the actual ¿screwdriver bit t20, ao fitting¿ was not returned an inspection could not be performed. The manufacturing inspection, revealed that the reported lot was manufactured in 2014. The ¿screwdriver bit t20, ao fitting¿, is considered a multiple-use device. Since then it has been used and reprocessed many times. However, excessive usage and improper maintenance of the screwdriver could burden even more its integrity, and as a result lead to a breakage, as the one reported. As per cleaning and sterilization guide ((B)(4)): '' stryker trauma & extremities typically does not specify the maximum number of uses appropriate for re-usable medical devices. The useful life of these devices depends on many factors including the method and duration of each use, and the handling between uses. The guidance concentrations and times for device immersion in the cleaning solutions and/or disinfectants given by the detergent manufacturers shall be observed. If these concentrations and times are exceeded significantly, discoloration or corrosion could occur with some materials.¿ as per IFU ((B)(4)): ''ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. The design of the instrument must not be modified in any way. Reusable instruments must be cleaned directly after usage." As per op. Tech. ((B)(4) targeting_optech), ''ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening [¿] if inserting locking screws under power, make sure to use a low speed drill setting to avoid damage to the screw/plate interface and bone necrosis [¿] final tightening of locking screws should always be performed manually using the torque limiter (ref (B)(4)) together with the screwdriver bit t20 (ref (B)(4)) and the t-handle (ref (B)(4)). This helps prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches the appropriate tightening torque (4.0nm).'' If the device has not been used carefully and under appropriate cleaning conditions, or if its design was altered, it is quite possible that its integrity was compromised, and to have reached the end of its life sooner than expected. Please follow the cleaning and sterilization guidelines to check proper functionality of the devices and always keep in mind that ¿in case of failure, the instrument must be replaced and not be used.¿ based on the investigation, the potential root cause would be attributed to a user related issue. Nevertheless more detailed information about the complaint event as well as the affected device must be available in order to determine the exact root cause. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of the device has been changed in order to improve the strength of the tip. If any further information is provided, the investigation report will be updated. In terms of goodwill, the customer will be provided with a credit note. Device was not received.

Event description:
As reported in medwatch report # (B)(4): "while securing a hip implant cap in the hip plate, the tip of a t20 torx(r) screw driver broke off and remained with the hex head securing screw. The surgeon could not detach from the screw head and determined that [sic] there would be no adverse outcome if tip remained. Surgery proceeded and patient and case went well. Screw driver shaft sequestered and given to biomedical to send to mfg for analysis. Hip replacement procedure. Also reported: "visual on (B)(6) 2017: biomedical confirmed tip separation. Image retrieved of screwdriver nothing sheared section of tip. Estimate 1.2 - 1.5 tip dislodgement".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported in medwatch report # (B)(4) : "while securing a hip implant cap in the hip plate, the tip of a t20 torx(r) screw driver broke off and remained with the hex head securing screw. The surgeon could not detach from the screw head and determined that [sic] there would be no adverse outcome if tip remained. Surgery proceeded and patient and case went well. Screw driver shaft sequestered and given to biomedical to send to mfg for analysis. Hip replacement procedure. Also reported: "visual on (B)(6) 2017: biomedical confirmed tip separation. Image retrieved of screwdriver nothing sheared section of tip. Estimate 1.2 - 1.5 tip dislodgement".